Event description:
Information was received from a patient(pt) regarding an external device on (B)(6)2025. The reason for call was caller stated that their 'stimulator' has not been working since saturday and takes 1.5 hours until 'it gets the number'. Caller stated that they charge the implant in the morning and then go to charge it later in the day and it's down to 30%. Caller stated they called their representative who told them to call patient services for a replacement recharger. Agent asked clarifying questions, pt stated they have to charge the ins twice a day. Agent asked if ins drains from 100 - 0 twice a day, pt stated no, they usually charge the ins when it is down to 90, 60, or 50. (Agent understood this is not a charge frequency issue rather, an equipment issue). Pt stated they have reset the controller but, that does not resolve the issue. Agent walked caller through resetting the controller. Pt denied damage the recharger but, mentioned that the recharger telemetry module (rtm) cord was tangled before, but they got it straightened out. Pt also noted that the back cover is hard to take off. Agent had pt start ins charge and pt saw batteries low replace the controller batteries soon message appear, pt confirmed they have seen this message for 3 days. An email was sent to the repair department to replace the recharger and battery pack. Patient called back on (B)(6)2025 and stated they were sent new stuff, but it's not working. Patient stated that every morning the implant is down to 30% or 40% when it usually is at 60%. Patient stated that it takes 1.5 hours to charge the implant, and it keeps saying the batteries need to be replaced soon. Patient stated the battery was just replaced along with the recharger. Patient confirmed that since using the replacement equipment, they have continued to have the same issues. Agent verified patient was using replacement equipment. Patient noted they've been charging since 7am and it's been over an hour but they're only at 80%. Patient stated they never had these issues for the 5.5 years they've had the implant. Patient stated they thought the implant was supposed to last 7 years and thought they would be having it removed in another 2.5 years. The issue was not resolved. An email was sent to repair to replace the controller. Patient called back requesting assistance with pairing the controller on (B)(6)2025. Agent walked caller through pairing the controller and starting an implant charge session, controller is 60% and the ins is red. Agent recommended they charge the ins as long as they can and then charge controller and come back to charging the implant. Pt called back in on (B)(6)2025 and reported that their replacement equipment had not resolved their issue. Pt stated the implant was starting the day at 30% when it used to start at 50 or 60%. Pt stated that it would take still take 2 hours to fully recharge the implanted device. Agent reviewed that the issue is not likely to be related to the external equipment due to all the replacements. Agent redirected the pt to their managing healthcare provider (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.